Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during the dilation procedure on an unknown date. Prior to the procedure, the pneumatic pump was not calibrated. It starts with 30 kpa and not 0. They do not feel safe with the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event.